Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. Event problem and evaluation: * on 27-oct-2016, a medtronic representative, following up with the site, reported that replacing the fuses with spares resolved the reported issue. The imaging system was found to be fully functional. Part replacement resolved issue.

Event description:
A site representative reported that while attempting to send images from the imaging system to pacs, the system would not power-on, and the line power light was not lit. Trying a different power outlet did not resolve the issue. There was no patient present when this issue was identified.